Event description:
It was reported that the pump is alarming no disposable pump won't run and air bubbles noted. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. (UDI and catalog) is unknown. No product information has been provided to date.